Event description:
The physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad with little calcification and 90% stenosis. It was reported that the lesion was pre-dilated and that the stent could not cross the lesion. The stent system was removed and the guide catheter was changed, however the stent still could not cross the lesion. When the device was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (90% stenosis, little calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (90% stenosis, little calcification). (B)(4).